Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 480 mg/dl. Customer experienced symptoms such as nausea. The customer was treated with syringe, intravenous saline, emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer alleging insulin pump was under delivering. Customer was not using auto mode. Customer declined to test insulin pump. The insulin pump will be returned for analysis.